Event description:
The manufacturer received information alleging a ventilator failed testing. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, internal tubing was routed and connected incorrectly. The tubing was correctly routed and reconnected to address the issue. The device had evidence of tampering.